Manufacturer narrative:
Of the 32 allegations of a malfunction, 26 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning. 2 malfunctions were attributed to a dim and discolored display screen. One malfunction was due to a failed display wire. During investigation for unrelated allegations, there were 54 additional instances of a display issue. 38 instances of this malfunction were attributed to an issue with the display wire. 16 instances of this issue were a result of debris on the display screen. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the display screen. These reports were received from various sources. The patients associated with this allegation ranged from 10-69 years of age and between 60 and 196 pounds. Of the reported patients, 8 were female and 24 were unknown.

Manufacturer narrative:
Follow up #1 04/21/2017 device evaluation in q1 2017 there was 1 additional instance of display issue failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.